Event description:
A (B)(6) male patient underwent initial evar in 2003. Upon follow up on (B)(6) 2013, another physician at a different facility noted what appears to be a type iii endoleak. Treatment is being planned but not determined at this time ((B)(6) 2013). No additional information has been provided by the initial reporter. The implanted device remains in the patient at this time.

Manufacturer narrative:
Event date: unk as not provided by reporter. Specific device identifier was not provided by reporter. Expiration - unk as lot is unk. Additional surgical repairs are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.